Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was confirmed and per the complaint information, the most likely cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding assistance with therapy on the homechoice (hc) unit. The hp stated he was trying to fix his fill issue by disconnecting the heater bag to check the flow issue. The technical service representative (tsr) assisted the hp end therapy to reset up. The tsr advised the hp not to disconnect any bags after system had primed. The hp confirmed to reset up again with new cassette and bags. There was patient involvement. There was no patient injury or medical intervention associated with this event.